Event description:
The needle holder handle was severed at the fulcrum. The complainant said it was used during a procedure when it broke. (B)(6) hospital reported that no pt was harmed as a result to the breakage.

Manufacturer narrative:
Product was repaired in 07/2012 prior to symmetry surgical purchase of codman instruments.